Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number sn (B)(6), used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual inspection. A functional evaluation could not be performed due to the device not being returned. A review of the log files and screenshots of the event was performed. The drill disconnect errors were confirmed. Bad_exposure_position_sensor errors occurred throughout the logs, leading to drill disconnect messages. A relationship between the reported event and the device was established. The most likely cause of this event is a software bug causing false drill disconnect messages triggered by electrical noise affecting the exposure motor encoder signal reading circuit. This bug was fixed in a later version of the software. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that during cori tka procedure, the cori exited the case, it crashed and moved to the initial screen. There was a delay reported of fewer than 30 minutes. No patient harm or additional complications were reported.